Event description:
This catheter was used to dilate an anastomotic stenosis of an ileal conduit. The ureter was overinflated resulting in ureteral rupture. A stent was placed for external drainage. The pt was fine and did not experience any clinical consequence. The device has been destroyed by the user facility. Therefore, no faullure analysis wil be available. This is a non-indicated use for this balloon catheter. No malfunction of this device was reported to have occurred. The physician stated the ureteral rupture was the resuolt of overinflating the ureter. Co therefore does not attribute this event to the device. Co's directions folr use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instruction is not recommended. If loss or pressure within the balloon occurs during infaltion of if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."